Event description:
It was reported that there was an 8100 bolis ail limit during calibration. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 bolis ail limit during calibration. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support- 1. Ensure that the pc unit is turned off. 2. Connect the serial communications cable to rj-45 on the pc unit. 3. Connect the communications cable to the communications port on the computer. If the computer only has a usb communications port, connect the serial cable to the usb adapter cable and connect the usb adapter cable to the computer¿s usb communications port. 4. Press and hold both the tamper switch and the system on key on the pc unit until it beeps once and the maintenance mode screen appears. 5. Press the proceed soft key. 6. Press the external communications soft key. All configuration settings are now at the pc unit settings. 7. If the system maintenance software is not running, start it. 8. Press f5 to refresh the ports. Information about the pc unit and attached modules appears in the connected devices pane. Had biomed follow the steps and issue was resolved. Biomed ended call. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/27/2012 to the present date 12/01/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. No product returned.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 03/27/2012 to the present date 12/01/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was an 8100 bolis ail limit during calibration. There was no patient involvement.